Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the arterial line was inserted with ultrasound guidance into the antecubital vein. It was a difficult peripheral IV stick so the arterial line was used instead. The insertion went well, catheter advanced easily. As the tech tried to remove the guide wire, resistance was met. He stopped and gave it a slight pull when the guide wire felt caught. He then pulled the entire device out as a unit (guide wire, needle and catheter.) Upon removal it was noted the guide wire was uncoiled and a portion had been sheared off. The patient was sent to ir for guide wire retrieval. They were unable to retrieve the entire wire. The patient has had no additional complications at this point. There was no second attempt at the procedure.